Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6.the results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pfa procedure, after inserting the volt catheter into the agilis 13f sheath about a handles length in, excess air bubbles were noted during aspiration. This was reproducible during multiple insertion attempts. The catheter was replaced and the same sheath was used which proved to aspirate with minimal air bubbles. The procedure was completed with no adverse patient consequences.